Event description:
It was reported that during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber tip broke after 16,600 joules of use and 5 minutes and 12 seconds. The fiber tip was not cleaned during the procedure. The procedure was completed using another of the same fiber. There were no patient complications.